Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked on the left corner of the screen. Contact stated that they did not know how the pump became cracked. Reportedly, the pump was still functioning. Customer's blood glucose level was not impacted. It was indicated that the customer has back up insulin pens for continued insulin therapy.